Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell, missing shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp broken on radius assessed as a surgical impact opening. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Patient reported left side rupture. Device has been explanted.